Manufacturer narrative:
The agent reported a revision surgery due to patient was loose in flexion and extension so a thicker poly insert was needed. Complaint has been evaluated and is similar to report number 1644408-2020-00552; 341-12-707, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient was loose in mid-flexion, needed thicker insert.